Manufacturer narrative:
A ge service rep performed an on site investigation. The rtos, gpos, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and locked up. No pt injury was reported.